Event description:
Additional information received from MFR. On 4/13/1999: the ECMO heater is used to heat water. It provides only temperature-controlled warm water to a blood heat exchanger. At no time does blood enter into the ECMO heater unit. It is therfore, totally impossible that "blood clot found in ECMO line" is accurate. The event statement that, "shortly after filter changed, patient bp and oxygen saturation decreased" is irrelevant to ECMO heater. The ECMO heater does not have a filter. It is the co's opinion that a life-threatening event requiring intervention to prevent permanent impairment or damage did not occur with regard to the cincinnati sub-zero product's ECMO heater.